Event description:
Dealer advised right brake handle will not lock into place. No injury or ill effect. A replacement was sent under warranty. Please note any further information will be provided in a follow up report.